Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the MFR documentation. The product investigation could not identify a root cause. The reported did not provide any contact info; therefore, follow up was not able to be conducted from the healthcare professional. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experienced hazy vision that looks like "a dirty smeared lens." The consumer reported she can see the haze move into place, bright light almost makes it impossible to see clearly and is having trouble reading glossy pages. The customer also reported her vision is 20/15 and her surgeon does not see anything wrong. The reporter did not provide any contact info for the healthcare professional; therefore, follow up was not able to be conducted. Additional info has been requested from the consumer.